Event description:
About six weeks after implant, the pt experienced redness, swelling, drainage, and pain at the device pocket. A culture was not obtained. The system was explanted. The pt outcome was not reported.